Event description:
It was reported that an implantable neurostimulator (ins) had a loss of therapeutic effect. Increased pain on right lower extremities and lower back pain on the right were reported. The "right lead had poor function." There was a CT scan without contrast, finding small nodular tissue on the right lead. The right lead was replaced. It was resolved without sequela.

Manufacturer narrative:
Product ID 3487a-33, lot # j0349011v, product type lead; product ID 3487a-33, lot # j0437037v, product type lead.